Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. Customer¿s blood glucose level was 542 mg/dl at the time of incident and other blood glucose level was 550 mg/dl. Customer was using auto mode. Customer stated that the sensor had calibration not accepted alert. Troubleshooting was not performed for hyperglycemia. The insulin pump will not be returned for analysis.